Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where multiple patient orders were not crossing over to multiple stations. It was mentioned in the master case that a technical support specialist (tss) connected to the application server and restarted the external messaging service. The tss monitored the messages for a few days to confirm that there were no issues with message processing. The tss applied knowledge article (ka) inbound messages stuck on available for processing is equal to 1 and performed es database server performance troubleshooting. The tss then confirmed with the customer that no further issues with message processing were observed, and the issue was resolved. Further, the tss stated that they were able to clear the messaging queue and confirmed that the messages were showing on device side. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.